Event description:
This is a report of a home patient (hp) who experienced an infection coincident with therapy for peritoneal dialysis. The patient was hospitalized for the infection and later sent to the ICU for gastrointestinal bleeding and decreasing hemoglobin levels. The patient was treated with unspecified antibiotics for the infection and remained hospitalized. Therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.